Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer experienced keypad anomaly. Customer reported that numbers continued to scroll up when attempting to bolus. It was also reported that insulin pump received a button error alarm. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, the insulin pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.